Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the keyboard was out of specification (off button was collapsed). It was also noted that the upper and lower cases were broken, both bail covers were missing, the ring cover was broken and contaminated, the lead flex cover was contaminated, the battery contacts were compressed, both bails were missing, and the keyboard was scratched.

Event description:
It was reported that the keypad on the external pulse generator (epg) was "defective." The button will not always turn the epg off when pressed. The epg was subsequently returned for repair, with a report of self-test failure error code. No patient involvement or complications were reported.